Event description:
It was reported that a 1000 ml double chamber bag leaked. The device was filled with 150 ml of primene 10% (baxter product) and 60 ml of clinoleic (baxter product). This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the device was returned for evaluation. Visual inspection identified a hole in the bag, verifying the reported condition. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.